Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a gastric bypass roux-en-y procedure, the device was fired across the jejunum midway through the first firing with a white reload. The surgeon noticed straight staples (malformed). The surgeon noticed that this staple line on both the remnant and roux limbs contained malformed staples in the middle of the staple line. The staples on the proximal and distal ends were properly formed. This was noticed when the surgeon was bringing the jejunum up to the stomach for anastomosis. The staple line was over sewn using vicryl sutures and a lapra-ty device. The device was fired nine more times, six with blue cartridges, and three with white reloads before the malformed staples from the first firing were discovered. Additional staple lines were later inspected and were found to contain proper staple formation, but not all staple lines could be inspected intraoperatively. A 12 mm trocar was also leaking during the case as instruments were inserted into the trocar. Whistling was heard as c02 escaped from the abdomen through the trocar. There were no adverse consequences to the patient reported. The trocar was discarded.